Event description:
Related manufacturer reference number: 1627487-2022-01961. It was reported the patient experienced ineffective therapy with their scs system. Additionally, the patient experienced high impedance issues on their l4 drg lead for the patient's drg system. In turn, surgical intervention may take place at a later date to address the reported issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicate the patient underwent surgical intervention wherein the entire scs system was explanted and one lead was added to the drg system to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.